Event description:
On (B)(6) 2011, customer reported that the overflow tube on the right side of the modular chemistry (mc) compartment, on the lx20 instrument, has fluid leaking. Customer technical support (cts) assisted customer with troubleshooting and advised the use of personal protective equipment. Cts asked customer to examine the ion selective electrode (ise) module and customer stated that the ise overflow tray was dry, but the phosphorus module was also overflowing. Customer pressed the stop button and the phosphorus module stopped overflowing. Customer did not observe anymore leaks once the phosphorus module stopped overflowing. To date, no further leaks have been reported. No injuries or exposure were reported, and no erroneous patient results were generated.

Manufacturer narrative:
(B)(4).